Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is complete.

Event description:
The customer indicated that the central station shut down suddenly, and therefore, there was no sound coming from it. The initial investigation on-site showed the fault was with the power supply of the station. The cpu on the acuity central monitoring system did not power up. This resulted in a temporary loss of centralized monitoring, however, bedside monitoring was not affected.